Event description:
During routine follow up, the pacemaker involved in this MDR report did not pace or react upon magnet application. Therefore it was explanted. The physician was aware that this device was listed in group no. 1 of the field safety notice issued in 2005 related to metal migration on symphony / rhapsody. This field action was recorded under recall in the united states.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device was listed in the field safety notice which was issued in october 2005 related to metal migration on symphony/rhapsody devices (group no.1 of the exposed population). The analysis is pending.